Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune fb ps articulating surface size 7 was in spd, with the broken pieces included, after being removed from the wash.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Review of the provided photograph confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.